Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified broken shell and missing a piece of shell (0-25%). A microscopic analysis was performed which identified one broken striated edge on the anterior and one striated opening on the anterior. Based on the device analysis the final assessment was one broken striated edge and one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tools, and missing shell assessed as inconclusive.